Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (BG) was recorded as High. Customer went to emergency room and was admitted to the hospital. Customer received intravenous saline and insulin treatment and elevated BG resolved. There was no injury or no permanent damage identified. Customer was discharged the same day. Customer declined Technical's support to perform a pump system check. Customer decided to discontinue using pump for insulin therapy.